Event description:
The lay user/patient contacted lifescan in 2005 and alleged that her one touch ultra meter was reading inaccurately high. A patient reported blood glucose results of 251 mg/dl with a lifescan meter and 120 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Thereby indicating a potential malfunction of the meter in terms of accuracy. At the time of troubleshooting it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. The patient was walked through two consecutive control solution tests and the results fell outside the specified range. This complaint is reported because the accuracy test was outside the specifications and the control solution test failed twice outside the range. The patient did not receive any medical attention. Rreplacement control solution, and test strips were sent to the lay user/patient.